Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia(high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms like breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instruction on handling interrupted insulin delivery." It also warns, "if your reading is above 27.8 mmol/l [500 mg/dl], the pdm displays 'high check for ketones". This indicates severe hyperglycemia (high blood glucose). If you get a "high check for ketones" reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia.

Event description:
The customer reported that after wearing a pod for 24 hours, she noticed her blood glucose levels were rising. She said that she was out for a few hours and when she came home, she was feeling tired. She reported the following blood glucose results: time: 4:39 pm, blood glucose result: 8.7 mmol/l (157 mg/dl), bolus: .5u; time: 7:01 pm, blood glucose result: 11.3 mmol/l (203 mg/dl), bolus: 12u. At 8:00 pm, she checked her blood glucose with an alternate meter, and the result was 28.5 mmol/l (513 mg/dl). She gave herself an 8u bolus. At 9:00 pm, she checked with an alternate meter, and it was 32.5 mmol/l (585 mg/dl). She gave herself a 12.15u bolus. At 9:50 pm, with a result of "high" (>500 mg/dl), she deactivated the pod. She noticed that the cannula had come out of the infusion site and looked "squeezed down". She stated that her results continued to read "high" until about 12:06 am, when her result was 18.1 mmol/l (326 mg/dl).